Event description:
It was reported that customer¿s pump ¿completely died.¿ there was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.